Event description:
It was reported surgeon was performing a lap chole with the stryker lap chole set. Allegedly, he was in the process of removing the gall bladder using the spatula bovie when a large spark arced to the liver, leaving an approx. 3mm burn. He immediately removed the bovie and sheath, and proceeded with a second bovie spatula with out further incident. The pt has no pain and appears to have no residual effect.

Manufacturer narrative:
Additional info will be provided once investigation is completed.